Manufacturer narrative:
On september 16, 2025, mentor became aware that follow-up#:1 mistakenly not reported that the symptomatic rupture was discovered during the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on september 11, 2025, left side breast implant exchange, mentor smooth round moderate plus profile gel implant, 650cc, subpectoral placement, inferior capsulectomy, diffuse capsulotomies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 06, 2025. Device evaluation completed on october 17, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the breast implant had a tear on the posterior view, measuring approximately 10.0 cm. In addition, shell abrasion was observed at the edge of the rupture. A microscopic examination was performed, and no instrument damage was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The suspect device is 9414804-025, and date of removal surgery updated to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii-IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision with mentor memorygel xtra, 755cc silicone prosthesis experience left sided capsular contracture grade iii-IV post operation. The issue was diagnosed through patient symptoms. As a result, the patient scheduled for bilateral replacements with unspecified prosthesis on (B)(6) 2025.